Manufacturer narrative:
(B)(4) our manufacturing quality engineer (qe) received a photo of the actual sample from unknown lot number for evaluation. During visual evaluation they identified the locking access dilator had been disconnected from the drainage line. Therefore failure mode could be confirmed. Additionally, the qe conducted an internal review of the history files for the reported lot 0001141261 manufactured on 15-aug-2017; confirming procedural and functional requirements needed for the product to be released were met. Through this investigation, the root cause was determined to be manufacturing personnel not following manufacturing processes, specifically the correct way of connecting the access dilator to tube of pvc. Our engineers have since brought this reported failure to the attention of the applicable personnel via awareness training. The failure mode will be entered into the complaint management system to be tracked / trended. Customer complaint trends are evaluated on a monthly basis during our quality team meeting. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
The access tip has disconnected from the lockable drainage line. Patient is a 82 year old female who has a pneumothorax and is under treatment with chest tube and the patients condition is improving.

Manufacturer narrative:
(B)(4). Follow up submission will be completed post investigation or if additional information becomes available.

Event description:
The access tip has disconnected from the lockable drainage line. Patient is a (B)(6) female who has a pneumothorax and is under treatment with chest tube and the patients condition is improving.